Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s motor stopped working and not rewinding. The customer¿s blood glucose level was 379 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was also reported that the insulin pump had no delivery alarm. The insulin pump will be returned for analysis.